Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient hasn't used his spinal cord stimulation (scs) system since a car accident about 2 years ago. Patient reported he lost his remote in the car accident and hasn't used his stimulation system since. Patient has a history of multiple spinal surgeries. Caller was looking through operative notes and thinks the scs system may have been explanted on (B)(6) 2014, but this isn't clear from the op notes. Tech services reviewed that the x-ray imaging would indicate if there were any components still internalized. The op notes mentioned 'failed cord stimulation" at one point. The caller had limited details about patient's history. Caller reported that the patient had not used their device in 5 years. It was reported that the battery was dead. Troubleshooting was not performed due to lack of access to product. No symptoms reported. No further complications were reported/anticipated. Additional information received from the manufacturing representative (rep) indicated that per the patient¿s spouse, the device was explanted because an MRI was needed, and the therapy was ineffective; this was from a note on (B)(6) 2017. The rep had no further information regarding the event. No further complications were reported.